Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the attempt to inflate the sds balloon, it failed to inflate. When negative was pulled, blood came back and a hole was suspected. The sds was able to be retracted back into the guiding catheter; during which, the stent dislodged inside the guiding catheter. Another balloon was advanced into the guiding catheter to hold the stent in place and the devices were withdrawn as a unit. No adverse patient sequela was reported. No additional information was provided.